Manufacturer narrative:
The ion-selective electrode (ise) system is routinely calibrated every 8 hours and qc is run. Prior to the event, the ise system calibrated successfully and the na qc results were within the laboratory's established ranges. The qc was run after the event and recovered low >2sd. The (ise) system was recalibrated and the qc results were within range. A bci field service engineer (fse) discovered that the glue used in the flow cell had oozed into the na electrode port. Fse cleaned the port and replaced the na electrode, which resolved the issue. This reportable event was identified during a retrospective review of complaints within the date range of (B)(6) 2011. For additional reportable event/occurrence.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) result on one patient sample generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous result was reported out of the laboratory. The sample was repeated and higher result within the reference range was obtained and corrected. Patient's surgery was cancelled due to the erroneous low na result.